Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The subject needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hernia procedure, the first device was loaded and it was difficult to pull down the toggle switch. Then after a few passes intracaporially through thick tissue that needle fell out. Another device was opened. It was loaded with a suture and again the toggle was difficult to pull down. After a few passes through thick tissue, the needle would no longer pass to the other side when the handles were squeezed and toggled. No adverse events have been reported.